Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that five high out-of-range shocking impedances were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead in the previous months. The patient performed some arm manipulations and arm movements with no changes in shock impedance. Boston scientific technical services (ts) discussed the potential causes for the reported observation and suggested options to check system integrity. Additional information was received confirming that a non-invasive programmed stimulation (nips) and defibrillation threshold (dft) test was performed indicating normal shock impedance. An x-ray was also obtained with no issues noted. Hence, it was believed that the patient's therapy is not compromised. At this time, the system remains in service. No additional adverse patient effects were reported.